Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the complaints for post implantation paravalvular leak was unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3/s3u us. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for post implantation paravalvular leak was unable to be confirmed due to unavailability of relevant/medical records. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 20 days post transcatheter aortic valve replacement tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the valve failed due to moderate paravalvular leak. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Due to insufficient information, a definitive root cause was unable to be determined at this time. The complaint for valve deployment and position deployed valve exhibits paravalvular leak were unable to be confirmed as no device/imagery/medical record provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 1yr 3months post procedure using a 29mm sapien 3 valve via transfemoral approach, a possible large paravalvular leak that needed a fix was identified. Due to limited information and unavailability of relevant imagery/ returned product, a definite root cause is unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, 1yr 3months post procedure using a 29mm sapien 3 valve via transfemoral approach, a possible large paravalvular leak that needed a fix was identified.